Manufacturer narrative:
At the completion of the complaint investigation, based on the limited patient data received, a clinical evaluation was able to confirm the reported type 3b endoleak and aneurysm sac growth. Additionally the clinical evaluation identified thrombus causing a partial stent collapse of the right iliac limb, a type 2 endoleak treated with thrombin injection, and an unknown endoleak remaining. The clinical evaluation additionally identified anticoagulation therapy as a potential contributing factor. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. The devices remain implanted in the patient and were not available for further evaluation. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2015 the physician implanted two additional suprarenal aortic extensions, an infrarenal aortic extension, and a limb stent graft to seal multiple endoleaks. On (B)(6) 2016, the patient presented to the hospital with a type 3b endoleak near or at the bifurcation of the main body graft, the patient also had aneurysm sac growth. The physician elected to reline the implanted devices and implanted an additional bifurcated stent and an additional infrarenal aortic extension. The physician also placed a non-endologix stent into the left iliac limb of the bifurcated stent graft due to narrowing. Patient is in stable condition.